Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: the initial condition of the received console was: void seal broken, customer label on cover, tape on cover, gas/air supply inlet connector is loose, missing one rubber foot, fiber optic retraining latch is broken. The console could not be tested - the power supply was defective. The turbine pressure gauge exhibited massive fluctuation and the pressure switches were constantly switching state (opening and closing). The power supply was visually examined, but there was no evidence of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that in preparation for a rotational atherectomy procedure, display issues were encountered. The rpm display on the rotablator console as well as the dynaglide mode signal were intermittent. The procedure was completed with this device. No patient complications were reported and status is ok.

Event description:
It was reported that in preparation for a rotational atherectomy procedure, display issues were encountered. The rpm display on the rotablator console as well as the dynaglide mode signal were intermittent. The procedure was completed with this device. No patient complications were reported and status is ok.